Manufacturer narrative:
(B)(4)- supplemental MDR -needle pulled out of hub since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 304387. Batch # 3040029. It was reported that the bd needle safetyglide 23x1-1/2 rb tw needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. The customer advised that the patient was being administered euflexxa, the pa administered the injection and as the needle was being removed from the patients knee, the needle broke off of the hub. The needle was almost out and the pa was able to safely remove the needle with no injury to the patient. Part number: 304387. Lot#: 3040029.